Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device stopped working during the procedure. No harm occurred to the patient, but the procedure was prolonged, since the room was unavailable and the case had to be moved to a different room.